Manufacturer narrative:
On (B)(6) 2021, the dealer reported to nakanishi that the dentist had refused to provide any information about the patient.

Manufacturer narrative:
Nakanishi did not receive any information about the patient from the dealer, but is scheduled to visit the dentist to obtain the information. Upon receiving the device involved in the MDR event, nakanishi conducted a failure analysis of the returned device [report no. (B)(4)]. These activities are described in more detail below. Methodology used: nakanishi examined the device history record and the repair history for the subject z95l device [serial no. (B)(4)]. There were no problems observed during manufacturing or testing noted in the DHR. There were also no repair history records since the device was shipped. The bur was loosely attached to the handpiece. Otherwise, there were no visible abnormalities, such as abrasion or deterioration of the headcap screw and head screw. Nakanishi attached the returned headcap to the handpiece according to the repair standards and cut a melamine plate while rotating the handpiece motor under no load at the maximum speed (200,000min-1) to check whether or not the headcap would loosen. The reported loosening of the headcap was not replicated in the device evaluation. Nakanishi measured the bur pull-out force using a test bur with a shank 1.598mm in diameter. The measured value was 32.0n, which was within the device specifications (22.0n or greater). Identification of the specific failure mode(s) and/or mechanism(s) of the associated device components was conducted as follows: nakanishi disassembled the handpiece and performed a visual inspection of the internal parts. Nakanishi observed that the cartridge and headcap were discolored and soiled. Nakanishi measured the diameters of the working portion and shank of the bur and observed values out of device specifications. - the diameter of the working portion: 2.30mm (specification: 2.00mm or less) - the diameter of the shank: 1.589mm (specification: 1.59-1.60mm) nakanishi took photographs of all the disassembled parts and kept them in investigation report no. (B)(4). Conclusions reached based on the investigation and analysis results: although nakanishi could not replicate the reported event, nakanishi considers the possibility, from similar event that nsk has experienced in the past, that the combination of a strong impact on the device together with cutting vibration could result in the reported headcap loosening/separation. Nakanishi also considers the possibility that the use of the out-of-specification bur increased the cutting vibration. Misuse by the user led to the increase in the cutting vibration, which contributed to the headcap loosening/separation. In order to prevent a recurrence of the headcap loosening/separation, nakanishi took the following actions: nakanishi reviewed the operation manual and reconfirmed clarity and understandability of the instructions. Nakanishi will report the above evaluation results to the dentist and remind the dentist of the importance of using the device as instructed in the operation manual.

Event description:
On (B)(6) 2021, nakanishi received a phone call from a dealer about a malfunction of an nsk product. Details are as follows. - the event occurred on (B)(6) 2021. - the dentist was performing a resin core buildup for an abutment to place a cadcam crown on #5 of the patient's upper jaw using the z95l handpiece (serial no. (B)(4)). - during the procedure, the device made an abnormal noise and the headcap separated from the device and fell in the patient mouth. - the patient almost swallowed the headcap.